Event description:
It was reported that a spectrum pump had "low volume delivery." This occurred during preventive maintenance testing in the biomedical service department. During evaluation of the returned pump, the device was found to have a delayed keypad response. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional flow line testing, a low volume delivery was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During evaluation, the device had a delayed keypad response. The cause was identified to be the processor board, which will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.